Event description:
Additional information was reported that the patient had oral treatment, and the physician hadn¿t take decision concerning the pump. The pump was interrogated and there were no messages. The pump was still in use and it was unknown if the physician was going to explant it or not. The patient outcome was unknown.

Event description:
It was reported that the patient had an increase in spasticity. A volume discrepancy on the pump was noted. The expected residual volume (erv) was 4.6 ml, and the actual residual volume (arv) was 19.6 ml. The patient was hospitalized and the pump was reprogrammed. The physician sent a bolus. The drug in the pump was lioresal. Additional information indicated that the pump was not explanted, and the bolus and reprogramming previously mentioned did not solve the issue. A catheter access port test and dye test were done: there was no catheter occlusion or misaligned connection. The increase in spasticity was the only indication that the product wasn't delivered. When the physician gave a bolus by lumbar puncture, the patient's spasticity decreased.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient had oral treatment, and the physician hadn¿t take decision concerning the pump. The pump was interrogated and there were no messages. The pump was still in use and it was unknown if the physician was going to explant it or not. The patient outcome was unknown.

Manufacturer narrative:
Product ID 8731sc, lot# unknown, product type catheter. (B)(4).